Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported four months post index procedure, a CT revealed that there was a type iii separation endoleak. The physician stated that contrast was observed in the thoracic abdominal aneurysm sac. Five days after the CT, an angiogram was performed and confirmed the type iii endoleak was between the implanted valiant 34x30x150 stent graft and the valiant 30x30x100 stent graft extension. The physician elected to bridge the two stent grafts by implanting a valiant 34x34x150 stent graft and the type iii separation endoleak was resolved. Per the physician, the cause of the type iii separation endoleak may have been due to under sizing when selecting the valiant 30x30x100 during the index procedure. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.